Event description:
It was reported that the battery was depleted, and the patient received multiple shocks.

Manufacturer narrative:
Analysis found that the device was in hardware vvi mode and that a micro reset had occurred. The device functioned normally with a replacement battery and no anomaly was detected. The cause of the micro reset could not be conclusively determined. The device memory map could not be retrieved and longevity performance could not be verified.